Event description:
Boston scientific received information that one right ventricular (rv) lead shock impedance measurement of zero (0) ohms was observed. The patient was brought in and isometric exercises were performed, with unremarkable results. Electromagnetic interference (emi) was suspect, however, not confirmed. The physician elected to monitor the device system and no invasive measures were performed. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.